Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches/severe headaches"), nervous system disorder ("nuero condit/problem,"), muscular weakness ("muscle weakness"), hypoaesthesia ("numbness and tingling of hands and feet"), pain ("general pain") and anxiety ("mental anguish/anxiety and related psychological harm that accompanies the physical injuries caused by essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, headache, nervous system disorder, weight increased, muscular weakness, hypoaesthesia, pain and anxiety had resolved and the bladder disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, fatigue, headache, hypoaesthesia, muscular weakness, nervous system disorder, pain, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted- essure insertion date and essure confirmation date both are same i.e. (B)(6) 2006 patient received treatment for pelvic pain, abdominal pain, back pain, bladder problem, uti, fatigue, headaches, neuro condit/problem, weight gain, muscle weakness, fatigue, numbness and tingling of hands and feet, general pain and mental anguish/ anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified- result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- case becomes incident. Model number was updated from ess305 to ess205.event injury was removed. New events pelvic pain, abdominal pain, back pain, bladder problems, uti, fatigue, headaches/ severe headaches, neuro condit/problem, weight gain , muscle weakness, fatigue, numbness and tingling of hands and feet, general pain and mental anguish/ anxiety were added. Explant date was added. Product indication was added. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.